Event description:
It was reported that during an otorhinolaryngology surgery with tracheotomy and an electrosurgical unit, alarms for leakage were generated and the fio2 increased as a result of leakage compensation. The increased oxygen caused a flare-up resulting in the patient suffering severe burns. The patient was transferred to another hospital specialized in treating patients with severe burns. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. Functional tests were performed with positive results, technical anomalies of the anesthesia system were excluded. No parts were replaced. The system device logs were saved and sent for evaluation. The evaluation of the received device logs shows that the system checkout performed before the event occurred was successful. No system checkout was performed after the event before the logs were saved. The technical log has no entries, confirming that there were no technical malfunctions in the system. The log shows that the treatment was started in manual ventilation and after nine minutes set to automatic ventilation in volume control, tidal volume set to 500 ml, respiratory rate set to 12 b/min, o2 concentration set to 80 % and fresh gas flow set to 6 l/min. After about 15 minutes, the o2 concentration was decreased to 21 % and the fresh gas flow was decreased to 1 l/min. One minute later, alarms started to be generated indicating a leakage situation. The fresh gas flow, the o2 concentration and the respiratory rate were increased, and the tidal volume was decreased. Alarms continued to be generated and a few more parameter changes were performed. The trend log shows that during the leakage situation, the delivered minute volume was much higher than the set fresh gas flow and measured fio2 was about 98 %. Prior to this period and after, the fresh gas flow and delivered minute volume were approximately equal. The summary of the log evaluation is that the fresh gas flow was lower than the delivered minute volume during the leakage situation. In the anesthesia system the tidal volume delivered to the patient can be delivered from two sources (depending on settings): the fresh gas flow and exhaled gas in the volume reflector pushed back towards the patient by the reflector gas module (reflector gas module is connected to the oxygen gas supply). When the part of the tidal volume delivered from the volume reflector exceeds one litre, gas from the reflector gas module may pass through the volume reflector and add oxygen to the breathing system. This will trigger the 'leakage' alarm. In these situations, the inspired oxygen concentration will increase. The situation can be corrected by increasing the fresh gas flow. In the current user's manual, there is a warning included related to electrosurgical procedures: "warning! In order to prevent unexpected oxygen delivery from the volume reflector during electrosurgical procedures in the patient's airways, ensure high fresh gas flows (exceeding inspired minute volume)". Our conclusion is that there was no system malfunction at the time of the event. The conclusion is that the reported event was due to a too low set fresh gas flow during the excessive leakage situation leading to an increase in the oxygen concentration.

Event description:
Manufacturer's reference #: (B)(4).